Event description:
Reportable based on device analysis completed on 04may2022. It was reported that the distal end was flattened. The 99% stenosed target lesion was located in the severely tortuous and severely calcified mid left anterior descending artery. A 6f guidezilla ii guide extension catheter was selected for use. During the procedure, resistance was felt upon inserting in the guiding catheter. It was simply pulled out from the patient's body and noticed that the distal end of the device was flattened. The procedure was completed with another of same device. No patient complications were reported. However, device analysis revealed that the collar was detached.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The shaft, hypotube, collar, and tip were microscopically and visually examined. Inspection found the shaft was kinked 18cm proximal of the tip. The hypotube was kinked 29 cm from the collar and there was collar detachment. The tip was damaged as it was prolapsed. There was no other damage or defect found. The outer diameter was measured with a laser micrometer and was consistent throughout.